Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this left ventricular lead exhibited high out of range impedance measurements of greater than 2000 ohms a dislodgement is suspected. One day post implant, this patient felt ill and was vomiting. Clinically the lead is performing well and clinic will likely continue to monitor lead for now.